Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and six months post filter deployment, patient presented with chest pain and shortness of breath. Subsequent computed tomography (CT) revealed no evidence of a central pulmonary embolus. Evaluation of the smaller segmental and sub segmental pulmonary arteries was mildly limited secondary to a suboptimal contrast opacification. Eventually five months later, the patient presented with shortness of breath. Subsequent computed tomography (CT) revealed an infrarenal inferior vena cava filter was in place. The apex of the filter was located within 2cm of the lowest renal vein. The apex does not abut the wall of the inferior vena cava. Several filter struts protrude beyond the visible wall of the inferior vena cava. These include struts which abut the right lateral wall of the aorta, the right gonadal vein, and the anterior inferior endplate of l3. Therefore, the investigation is confirmed perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.